Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 199 mg/dl. Customer continued to use the existing cartridge for insulin therapy. Multiple attempts were made by tandem technical support to follow up with customer; all were unsuccessful.